Event description:
Facility reported that during treatment, a blood leak occurred. No blood was noted. A hemo stick was used and the arterial side of dialysate tested positive. Pt lost approximately 350- 400ml (one circuit) of blood. No ill effects and no medical intervention was required. Sample is not available.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.